Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that during a gynecological procedure, the jaws became locked and the knife was protruding from the jaws of the device. The surgeon opened a second device and completed the procedure with no further difficulties. There was no patient injury.